Event description:
It was reported there was a por condition and error code 0200. The por was noted yesterday. The por was cleared and patient was getting therapy and charging well without coaching. It was reported the cause of the por was not determined. The patient experienced a loss of therapy for duration of por. The patient was now receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# va03qzd, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45, lot# va03qzd, implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).